Manufacturer narrative:
The reported events of oversensing, failure to capture and low pacing impedance were confirmed. As received, only the distal portion of the lead was returned in one piece. Electrical testing of the lead found an internal short between the inner coil and outer coil conductor paths. Unable to perform impedance test due to the condition of the lead as received. Destructive analysis of the lead found multiple inner insulation abrasions exposing the inner coil located at the distal region of the lead consistent with external forces. The cause of the reported events was isolated to the exposure of the inner coil in the abrasion zones.

Manufacturer narrative:
Additional information requested but not received.

Event description:
It was reported that patient presented for follow-up in clinic. Upon review, it was noted that lead exhibited unspecified oversensing. Low pacing impedance and loss of capture was also noted. The lead was explanted and replaced with new lead as a result. There were no patient consequences.